Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional additionally reported right capsular contracture as baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3

Event description:
Patient reporting the "retraction of the device" and "doctor is stating that the device on the right is turned in on itself and it is incorrectly positioned so for this reason it has to be removed", diagnosed after a medical examination. Healthcare professional additionally reported right capsular contracture as baker grade iii. Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reporting the "retraction of the device" and "doctor is stating that the device on the right is turned in on itself and it is incorrectly positioned so for this reason it has to be removed", diagnosed after a medical examination. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.